Manufacturer narrative:
H4: the device was manufactured from november 20, 2019 - november 20, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The device did not contain residual fluid in the bladder. Functional flow rate testing must be performed on the actual device in order to verify the accuracy of the alleged device. Therefore, the reported event could not be objectively verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor under infused during an unspecified infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.